Manufacturer narrative:
The insulin pump was received with missing retainer and partially broken off reservoir tube lip. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported that the retainer ring that holds the reservoir in place has broken off. Customer's blood glucose was not provided at the time of the incident. The customer was not sure if the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.